Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. Date of event is an approximation. On 03/12/2024, it was reported that the patient experienced inaccurate cgm values. At the time of the event they utilized an ilet insulin pump. The pump provider indicated, ¿while doing project for attrition patient stated they stopped using the ilet due to lows caused by sensor inaccuracy with dexcom g7. The patient said the last low event they recall came sometime in march. The date of the event is approximate. The patient states the cgm would be off and the ilet would treat what the g7 was saying but once finger stick was done the patient was much lower.¿ at the time of the event the patient experienced symptoms which included shaking, crying (presumed to mean agitation), numbness in the mouth, and legs didn't work properly. There was no decreased level of consciousness in the report received. The bg finger stick value she obtained was 32 mg/dl, and at one point the cgm value was low. The cgm alerted the patient for the low after an unknown amount of time. The bg level was lower than 70 mg/dl for approximately 30-40 minutes. It was not known at what point the values were obtained. She self- treated with a glucagon injection (gvoke) to stabilize her bg level. There was no report of any medical intervention by a health care professional (hcp) or emergency medical services (ems) professional, and the patient indicated they did not go to a healthcare facility as a result of the event. No other event details were available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.